Event description:
Reporter indicated that an hp jornada's handheld screen was freezing. The screen would freeze when the handheld was powered on. Troubleshooting would not resolve the issue. The device was returned to the manufacturer for analysis. Product analysis revealed that the product performed according to specifications, and no anomalies were identified that could support the reported complaint.